Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was removed from a patient during a sphincterotomy procedure in the biliary duct performed on (B)(6) 2018. On (B)(6) 2018 the advanix biliary stent was implanted in the biliary duct with no issues reported to the device or patient. On (B)(6) 2018, during prevision of a sphincterotomy procedure, it was reported that a small perforation was produced. The perforation was treated with a resolution clip to avoid bleeding and the device was removed from the patient. The patient's condition at the conclusion of the procedure was reported to be stable.